Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued repeated alert 38 to restart, consistent with a motor stall, and the device required replacement; the patient was educated to transition to backup therapy and a replacement unit was arranged with return instructions. Symptoms included no change in blood glucose and no hypoglycemia or hyperglycemia. Outcomes included temporary device unavailability and logistical delays in shipment, with the patient continuing cgm use and backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.